Event description:
It was reported that during a da vinci-assisted surgical procedure, the instrument tip was broke inside the patient. The fragment was retrieved during the operation. The instrument was replaced. The procedure was completed with no reported patient harm, adverse outcome, or injury. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the instrument was inspected prior to use. The instrument was used for 5 to 15 minutes prior to the breakage. All fragment(s) were retrieved during the same procedure. No surgical procedures were required to remove the fragment. No post-operative tests were performed to check for remaining fragments. The surgeon was using the instrument to dissect tissue and did not have issues with the functionality of the instrument during the procedure. The surgeon had issues with removing the instrument prior to the breakage. There was no report of collision with any other instruments or other hard material. No information was provided regarding if the patient returned to the hospital due to post-surgical complications related to retaining a foreign object. Photographic images of the device(s) or a video recording of the procedure is available but was not provided for isi to review. No information was provided pertaining to patient demographics or tests/laboratory data specific to the incident.

Manufacturer narrative:
Intuitive surgical received the harmonic ace involved with this complaint and completed the device evaluation. The reported complaint was confirmed during failure analysis. The instrument was found to have a broken blade. The blade broke at roughly .129 from the base. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error.